Manufacturer narrative:
This medwatch report represents the backup battery alarm for reaching the battery lifespan. The referenced red heart and connect driveline alarms was reported under medwatch MFR# 2916596-2015-01593. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years (calculated from date of manufacture of the backup battery). The evaluation of the returned backup battery revealed that the backup battery was manufactured on august 07, 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2015 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. The returned backup battery and system controller were connected to test equipment. The system controller was powered on and the backup battery fault advisory alarm was displayed. The system monitor displayed the backup battery¿s manufacture date and indicated the battery life was at 0 months. When external power was removed from the system controller, the system continued to operate supported by the returned backup battery. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). Based on the evaluation the system performed as designed. A review of the device history records revealed that the device met [or did not meet] applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient was awakened by a red heart alarm and connect driveline was displayed on the system controller screen. The patient tried to call his wife who was 30 min away, and then called 911. The alarm continued and was still sounding when ems arrived. The ems staff reportedly exchanged the patient's system controller to the backup system controller with verbal assistance of the health professional on the phone. When the patient arrived at the hospital, the primary system controller that had alarmed was connected to power and a back-up battery fault alarm was noted. A new backup system controller was given to the patient. The patient remained asymptomatic during the event.